Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-01339. The patient received her scs system including percutaneous leads on (B)(6) 2007. It was reported that the leads had fractured. The leads were replaced on (B)(6) 2008. Follow up on the patient found that no further issues have been reported. The explanted leads were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 2 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed continuity test. Lead is kinked with all wires broken about 19.5 cm from stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.